Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with the catheter bending and the pump not alerting when the insulin runs out. Customer has had at least 6 instances when their blood glucose level was between 400 to 600 mg/dl due to not receiving any insulin. No further details given.